Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result above 4 mmol/l (72 mg/dl) and experienced symptoms described as "weakness, headache, heartache and seizure". A reading below 2.2 mmol/l (40 mg/dl) was obtained on the competitor meter. Ambulance was called who upon arrival diagnosed the customer with hypoglycemia and administered glucagon injection. There was no report of death or permanent impairment associated with this event.